Event description:
It was reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to use the original charging supplies, and after leaving the pump connected to the wall adapter for at least 30 minutes, the pump began charging again. This resolved the issue, and no further assistance was required.